Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the up, down, and ok buttons were under responsive and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the up arrow, down arrow and ok buttons were not responsive. The keypad was removed and moisture was found under the button contacts. The audio bolus button failed due to a keypad failure.